Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and remote monitoring was disabled. Device replacement was recommended. This device was explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.